Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error noted. Device received with the audio alert functioning properly. Hardware low level failures alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on keypad assembly. The motor was tested outside of device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the device had a hardware low level alarm. The customer¿s blood glucose during the incident was 160 mg/dl. Troubleshooting did not resolve the issue. The device will be returned for analysis.